Event description:
It was reported that intermittently the 9900 system displayed low ma error code. There was no report of pt injury.

Manufacturer narrative:
A ge service rep. Performed an on site investigation. The malfunction was verified. Replaced the x-ray tube assembly. The system was tested and found to be working as intended and placed back into service.